Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure. The stapling device was being applied to the small bowel. The stapler was not able to fire. The green button was able to be depressed. But when pulling on the black ring handle, the staples and knife would not deploy. In order to resolve the issue and complete the case, a new reload was opened. The new reload was able to be successfully fired using the original handle. There was no patient harm. The patient outcome is alive, no injury.